Manufacturer narrative:
The meters and test strips were requested for investigation. Replacement product was sent. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested on two coaguchek xs meters. The patient's coaguchek xs meter had a serial number of (B)(4). The friend's coaguchek xs meter serial number was requested but not provided. For both meter tests, the patient used the same lot of test strips. At 7:12 a.m., the patient's inr result on the patient's meter was 1.6 inr. An hour and a half later, the patient's inr result on the friend's meter was 2.2 inr. The patient's therapeutic range was 1.5-2.0 inr. The patient's testing frequency is every 2 weeks.